Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 210232. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples have not been received at this time, twenty retained samples of the same lot number were obtained for further evaluation. The retained samples were examined and no defects were identified. Based on the investigative findings, a cause related to the manufacturing process could not be determined for this incident. H3 other text : see h10.

Event description:
It was reported when using the needle 23ga 1-1/4in, the device experienced foreign matter in or on device cannula. The following information was provided by the initial reporter. The customer stated: on one cannula, white dirt was found on the metal cannula tip in the sealed packaging. As it was not possible to determine where the dirt came from and sterility could not be guaranteed, the needles could not be used to draw up vaccine. The cannulas could not be used to draw up vaccine.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the needle 23ga 1-1/4in, the device experienced foreign matter in or on device cannula. The following information was provided by the initial reporter. The customer stated: on one cannula, white dirt was found on the metal cannula tip in the sealed packaging. As it was not possible to determine where the dirt came from and sterility could not be guaranteed, the needles could not be used to draw up vaccine. The cannulas could not be used to draw up vaccine.